Event description:
It was reported that during procedure, patient's atrial lead exhibited low pacing impedance and loss of sensing. Insulation damage was also noted on the atrial lead. The lead was explanted and replaced. There were no patient consequences.